Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 9.8-11.4cm, 15.7-16.4cm, and 34.6-35.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.6-8.9cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that during a device change-out,, externalized conductors were observed. Patient was asymptomatic and not pacemaker dependent. No electrical anomalies were detected. The lead was explanted and replaced successfully.